Event description:
It was reported that during use of right ventricular (rv) lead, the patient visited emergency department due to syncope. It was also reported the rv lead exhibited high threshold and loss of capture (loc). A new back up lead was implanted in the rv septum. Status of the rv lead is unknown. No patient complications have been reported as a result of this event.